Manufacturer narrative:
Concomitant medical products; product ID: 8709, lot# j11175r10, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: j11175r10, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for an unknown indication. It was unknown when the event difficulty occurred, but the reporter would follow-up for more information and the event occurred during servicing. A catheter revision was scheduled for (B)(6) 2018 as the patient was experiencing a discrepancy in reservoir volume. It was unknown what diagnostics/troubleshooting was performed and what actions/interventions were taken to resolve the issue. The issue was not resolved at the time of this report. The patient¿s status, weight, and medical history were ¿unknown, but the reporter would follow-up for more information¿ after the surgery date. Other medications the patient was taking at the time of the event were unable to obtain, not available. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight on consult on (B)(6) 2018 was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, lot# j11175r10, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the catheter was explanted on (B)(6) 2018 and the facility discarded the explanted catheter. No further complications were anticipated/reported.

Manufacturer narrative:
Device code was updated (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated on (B)(6) 2018, the expected residual volume (erv) was 14.3 mls and the actual residual volume (arv) was 18.5 mls and on (B)(6) 2018, the erv was 13.2 mls and arv was 17 mls. On (B)(6) 2018, the erv was 9 mls and the arv was 14.5 mls. Additionally, on (B)(6) 2018, the erv was 7.3 mls and the arv was 13 mls. The patient had been complaining of severe constant lower back pain and bilateral feet pain as well as falls related to the volume discrepancy. It was noted the hcp did not know the cause of the volume discrepancies and did not have the operative report from the (B)(6) 2018 surgery (pump catheter revision) to verify the actual issue. Troubleshooting/diagnostics included running the logs which showed no abnormalities and x-rays of the thoracic and lumbar areas to evaluate. According to the notes, the doctor appeared to have ordered a CT scan. The results were not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the volumes were unknown and the old catheter was explanted, and new catheter was implanted. No further complications were anticipated/reported.